Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('massive right side pain'), autoimmune disorder ('4 ai diseases') and post procedural haemorrhage ('blood on her thighs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), aphasia ("aphasia"), autoimmune disorder (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), tremor ("tremors"), amnesia ("memory loss"), hot flush ("hot flashes") and nausea ("nausea"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, aphasia, autoimmune disorder, post procedural haemorrhage, tremor, amnesia, hot flush and nausea outcome was unknown. The reporter considered amnesia, aphasia, autoimmune disorder, hot flush, nausea, pelvic pain, post procedural haemorrhage and tremor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: blocked. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.